Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of the instruments after going to decontamination process, it was noticed that a trocar was bent and was inadvertently placed in the sharp¿s container, a reaming rod push rod with ball handle was also found bent and has scuff markings on it where it looks like it is getting jammed up in the drills because it is bent, and the whole tip of a depth gauge broke off completely. There was no patient involvement. This complaint involves (3) devices. This report is for (1) 2.0mm trocar 150mm. This report is 1 of 3 for (B)(4).